Event description:
As reported by the user facility: ref. #8713050uu, serial # (B)(4), occurred on (B)(6) 2014, reports over infusion presdex set to infuse at 9 ml per hour a 100 ml bottle. After 12 hours, nurse noted bottle almost gone. No pt injury. Uhs attempted to duplicate the same set up and could not.